Manufacturer narrative:
Customer strips were evaluated: control results were an average of 52mg/dl high out of spec, and blood read an average of 3mg/dl high out of spec. Retention reagent gave satisfactory performance.

Event description:
The advocate stated her son received a blood glucose reading of 127mg/dl from the contour next link, but was exhibiting hypoglycemic symptoms. He was incoherent and weak. He was given some juice, and his blood glucose rose to 280mg/dl. He felt better. The advocate was advised to return the test strips for evaluation. New meter and strips were sent to the customer.